Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up, the right ventricular (rv) his bundle lead exhibited  high thresholds at maximum output. Premature battery depletion was also observed on the implantable pulse generator (ipg). The rv his bundle lead was capped while the ipg was explanted and both were replaced. No patient complications have been reported as a result of this event.